Manufacturer narrative:
Investigation result of flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter was slightly kinked in the extreme of the strain relief and kinked near to the dongle. There was evidence of the flaring process performed during manufacturing. Functional testing could not be performed due to the flare detachment. The device investigation found that the flare was detached, this is contradictory to what was originally reported. This condition does not allow the device to be actuated. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A device history record (DHR) review was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a colon endoscopic mucosal resection (emr) procedure performed on (B)(4) 2015. According to the complainant, during the procedure, the snare failed to extend after it was advanced in the colon. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: flare detached.